Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). The patient is making a claim for an adverse patient outcome against the sepramesh ip (device #1) and the ventralex (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no., corporate lot. No. Expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This emdr represents the bard/davol sepramesh ip (device 1). An additional emdr was submitted to represent the bard/davol ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device 1). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). The patient is making a claim for an adverse patient outcome against the sepramesh ip (device 1) and the ventralex (device 2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with ventral hernia; adhesions thereby underwent laparoscopic repair with the implant of sepramesh ip (device 1). Per operative notes, ¿a sepramesh ip (device 1) was placed on the abdomen and pulled upto anterior abdominal wall using tacks.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh (device 2). Per operative notes, ¿a recurrent hernia was noted inferior to umbilicus. A medium piece of ventralex mesh (device 2) was placed to defect and sutured.¿ (B)(6) 2016 ¿ patient was diagnosed with incarcerated recurrent ventral hernia, partial small bowel obstruction, chronic abdominal pain thereby underwent open repair with the removal of meshes (device 1, device 2). Per operative notes, ¿two pieces of mesh was encountered with some adhesions. Both pieces of mesh (device 1, device 2) were removed and partial bowel obstruction was released. A biological mesh was placed to defect and sutured.¿